Manufacturer narrative:
Concomitant product: product ID 8711, lot # n106230019, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The patient experienced increased spasticity. The patient dose was increased from 1000 mcg to 1300 mcg. A dye study had been performed in oklahoma. During the dye study, the doctor was unable to access the catheter access port (cap). As a result, doctor was sending the patient to another hospital in houston. No other troubleshooting had been performed, but it was planned for the future. The patient¿s status at the time of this report was noted as alive, no injury. On (B)(6) 2015, it was further reported the healthcare provider was going to do a dye study, however, that was put on hold. No surgical intervention had taken place and it was unknown if the catheter issue was determined. The pump was used to deliver lioresal. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be conducted.

Event description:
On (B)(6) 2015 it was reported that the patient was ¿doing great on just 99.92 mcg/day ¿ no spasms, increased tone, or anything¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the physician planned to perform a dye study on the patient next monday ((B)(6) 2015). The dye study was done and it was determined that there was a partial tear at the spinal site. They were unable to aspirate the drug from the catheter first, so the dye was pushed in. It looked like some of the dye went into the space and some leaked. A roller study was performed and the rollers did not move at all. There have not been any volume discrepancies. The catheter will be replaced but not the pump. The reporter was "confident" with the programming and images in the roller study, but there were no motor stall in the logs. The patient will be kept at the same flex dosing of 1350mcg/day. On (B)(6) 2015, a roller and dye study was performed. The patient had a history of several dose increases with no changes in spasticity and continued spasms in the lower extremity. Approximately one week ago, the patient had a bridge bolus from a concentration of 2000mcg/ml of baclofen to 500mcg/ml. Prior to the roller and dye study, the pump was interrogated and no motor stalls were seen in the logs. At the time of the dye and roller study, t he pump contained a 500mcg/ml concentration with flex dosing for a total of 1350.33mcg/day. Intraoperatively, the physician used a catheter access port (cap) kit needle to enter the cap and was unable to aspirate back from the port. The physician injected dye into the cap with fluoroscopy guidance and extravasation of dye was noted near the spinal segment entry site and up through the rest of the spinal segment. The roller study was performed and rollers did not seem to move after programmed bolus. The catheter was primed at the end of the procedure and the patient's dose remained the same after the procedure (1350 mcg/day). The patient would be scheduled for a catheter revision and possibly a pump replacement. On 5/8/2015 it was reported that on (B)(6) 2015 the surgeon was revising the catheter where there was a tear. On (B)(6) 2015, a catheter revision was performed. The catheter was completely severed and the intrathecal piece was floating in the csf (cerebrospinal fluid) in the sacral area. A revision kit was used and the new spinal segment was attached to the pin in the back. The patient's dose was started at a 500mcg/ml concentration and a daily dose of 100mcg. The patient had never gone through withdrawals, he just noted that it was not giving him the results he used to have.